Event description:
It was reported that the device evita v800 shut off in silent without audible alarm while on a patient. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device evita v800 shut off in silent without audible alarm while on a patient. There were no patient health consequences reported.

Manufacturer narrative:
Video clips of the device behavior and the log file of the affected device were made available for investigation. The log file did not contain any data with respect to the reported date/time of event (2022-06-30, 13:06:54). However, data which were logged at an earlier time on the reported date of event and data logged on the day before were analyzed. The log file shows no indications of a technical fault prior to the unexpected stop of data logging. However, as the provided video clips show that the device was not able to boot up anymore, a persistent hardware malfunction of the pba m48.3 or the pba pi-main ecd was assessed most likely. In this failure mode the secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. The root cause of the reported unexpected shutdown, however, could not be clarified as neither information on replaced parts nor test protocols were received; moreover, no parts were returned for investigation upon multiple requests. In case of a complete loss of function of the ventilator, the ventilation stops, and the safety valve opens to ambient allowing the patient to breathe spontaneously. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user of the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. An alternative device needs to be used to continue the ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.